Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have the grip axis pin dislodged from the grips. The probable root cause is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging. This instrument was associated with a design change to address the potential of the grip pin coming loose during use.

Event description:
It was reported that prior to starting post-anesthesia of a da vinci-assisted surgical procedure, the prograsp jaws were broken. The procedure was completed with no reported injury.